Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plbl lav, the device experienced discolored / abnormal additive form, clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the customer contacted us to report challenges in the edta tube ¿ considerable increase in the amount of clotted sample in batch tubes. - late clot formation ("coarse clot") ¿ clot is only formed/perceived in the hematology sector, after passing through the visual analysis of the collection unit screening and the receiving/distribution area of the technical area; - appearance of the tubes ¿ additive remains on the wall and does not mix with the blood even when homogenizing; - may-june/21: perception of the considerable increase in the number of coagulated samples. There were 28 separate tubes for observation ¿ not all of them from the period ¿ on average there are 2 to 3 samples coagulated in this way per day, which impacts the operation; appearance of internal ¿sweat¿ in tube ¿ appearance that additive is liquid; sample with coarse clots or a fully coagulated sample ¿ a characteristic different from what they are used to.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. 4 photos received for evaluation. In the first picture it is not possible to observe any defect or the batch number; the tubes are labeled and capped. In the second photo the product was not used and it is possible to observe that there is additive inside and it is not possible to confirm if the additive is dry or not or if there is a wrong quantity inside. In the third picture it is possible to observe 4 tubes where the blood is clotted and one with the blood not clotted. In the fourth picture it is not possible to observe any defects. Bd was able to confirm the defect of clotting based on the photos provided but it was not possible to confirm the additive abnormality or any manufacturing defect. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and additive defect was not observed. 180 retain samples were visually evaluated for spray pattern and additive abnormality and no defects were found with the retain product, in addition 5 samples from the retain samples were sent for clinical evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided. This complaint is not confirmed for additive abnormality based on the investigation completed. All testing of retention samples was satisfactory, no defects found. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plbl lav, the device experienced discolored / abnormal additive form, clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: the customer contacted us to report challenges in the edta tube, considerable increase in the amount of clotted sample in batch tubes. Late clot formation ("coarse clot"), clot is only formed/perceived in the hematology sector, after passing through the visual analysis of the collection unit screening and the receiving/distribution area of the technical area; appearance of the tubes, additive remains on the wall and does not mix with the blood even when homogenizing; (B)(6) 2021: perception of the considerable increase in the number of coagulated samples. There were 28 separate tubes for observation: not all of them from the period ¿ on average there are 2 to 3 samples coagulated in this way per day, which impacts the operation. Appearance of internal ¿sweat¿ in tube, appearance that additive is liquid; sample with coarse clots or a fully coagulated sample, a characteristic different from what they are used to.